Event description:
During a coronary drug eluting treatment procedure, difficulty deflating the balloon occurred. The mildly-calcified, non-tortuous, 80% stenotic lesion was located in the left anterior descending artery (lad) to the ostium. The physician dilated the lesion with a cutting balloon 2.5 x 15 mm at 6-8 atms. After dilation the physician successfully deployed another taxus liberte - 3.5 x 32 mm drug eluting stent at 5 atms for 10 seconds. Upon withdrawal the delivery balloon would not deflate fully. The physician successfully removed the balloon by performing a stepwise deflation by 2 atms until the balloon was fully deflated. However, during deflation the pt experienced ventricular tachycardia (vt). It is noted that the pt has a predisposing history of arrhythmia's and vt. Pt status is reported as "ok".